Manufacturer narrative:
The check of the DHR of the lot # involved (lot #201510701) did not show any pre-existing anomaly on the (B)(4) pieces manufactured with this lot #. This is the first and only complaint received on this lot#. By the event description, it appears that the intra-op humeral fracture occurred during the original surgery of (B)(6) 2016 was the root cause for patient pain and for the necessity of an immediate revision. We will submit a final MDR once we conclude our investigation on this case.

Event description:
On (B)(6) 2016 the patient underwent a reverse shoulder arthroplasty. During the surgery, the patient sustained a humeral fracture while the surgeon was implanting the humeral component. The surgeon decided not to use a revision stem, but implanted a smr cementless mini stem and used a cerclage wire to repair the fracture. After 4 days, the patient was still in the hospital and complained about pain on the operated shoulder and arm. According to the reported information, the patient did not suffer a trauma during the hospitalization and the surgeon could not identify any significant event or action which could have caused post-operative pain. The patient underwent revision surgery on (B)(6) 2016. During the revision, the surgeon explanted the mini stem and implanted a revision stem. Event occurred in (B)(6).

Event description:
On (B)(6) 2016 the patient underwent a reverse shoulder arthroplasty. During the surgery, the patient sustained a humeral fracture while the surgeon was implanting the humeral component. The surgeon decided not to use a revision stem, but implanted a smr cementless mini stem and used a cerclage wire to repair the fracture. After 4 days, the patient was still in the hospital and complained about pain on the operated shoulder and arm. According to the reported information, the patient did not suffer a trauma during the hospitalization and the surgeon could not identify any significant event or action which could have caused post-operative pain. The patient underwent revision surgery on (B)(6) 2016. During the revision, the surgeon explanted the mini stem and implanted a long revision stem. Event occurred in (B)(6).

Manufacturer narrative:
The check of the DHR of the lot # involved (lot #201510701) did not show any pre-existing anomaly on the (B)(4) pieces manufactured with this lot #. This is the first and only complaint received on this lot#. We did not receive the explanted items, so we could not analyze it. The pre-op and post-op revision x-rays underwent a medical judgment. In the pre-op x-rays, the surgeon commented that some bone fractures are visible. The patient had probably weak bones and in addition surgeon might have hit the stem too hard, which caused the humeral fracture during the primary of (B)(6) 2016 . Moreover, he supports the choice to use a revision long stem during the revision surgery, which should have been already used in the first surgery. Summarizing, according to the medical evaluation, the event was not product-related, but caused by a sub-optimal choice of the stem size during the first surgery of (B)(6) 2016, maybe combined with excessive force used by the surgeon to impact the mini stem during that surgery. Pms data: a total of 4 complaints were received on bone fractures associated to a smr mini stem (1304.15.110-120-130), on a total of (B)(4) smr mini stems used ww since 2008. The other 3 events were trauma-related (patient fall); so the revision rate "no-trauma related" is (B)(4). In general, all these events are not product-related and can be associated to patient factors (e.g. Post-op falls or excessively weak bone) or surgeon factors (suboptimal choice of size of humeral stem, excessive force applied during stem impaction). No corrective actions planned. Limacorporate will keep the market monitored.